Event description:
It was reported the patient was experiencing a recharge burden (reference MFR report: 1627487-2018-12606). Later, the ipg lost communication with external devices. In turn, the ipg deemed inoperable. The ipg was subsequently explanted and replaced. Stimulation therapy was reportedly restored postoperatively.